Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not completely retract, the following information was provided by the initial reporter: bd insyte autoguard 18 ga x 1.16in catheter IV did not fully retract and tip of needle still exposed with safety device deployed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381444 and lot number 2290797. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.